Event description:
The following has been reported by customer: error code 52 customer reporting: "due to software error code 52." Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.